Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had difficulty with the keypad accepting entry. The customer stated that numbers were not ramping on their own. Customer stated the scroll bar was not moving with no input. Customer stated that there was no response from any button. Customer stated this issue happened for multiple times per day. Customer stated down arrow needs to be pressed about 20 times to navigate. Customer stated the button was unresponsive during an easy bolus attempt. Customer stated the buttons were not responding. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump received with no button response on the down arrow button due to moisture damage on keypad traces. Unable to verify button error alarms due to unresponsive keypad.